Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds2479 showed four other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that "due to the complete occlusion of the internal fistula, the patient underwent a right femoral venous hemodialysis temporary catheter to maintain dialysis on july 23. After the catheter was inserted, he normally maintained 3 dialysis for 1 week. After the dialysis on the 30th, he found bleeding from the puncture port and was compressed by sandbags. If it is invalid, stop the dialysis immediately. The puncture port is found to have continuous bleeding in the blood return, and then the dialysis tube is infused with normal saline. The temporary dialysis tube should be ruptured, and the dialysis tube should be replaced immediately to maintain hemodialysis."